Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. The crimp was also observed to have migrated distally. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. No device characteristics were identified that would have caused or contributed to the reported lead dislodgement.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The lead was observed to dislodge during the procedure. It was also noted that the physician was unable to deploy or retract the helix. Adverse patient effects were reported but no specifics were provided. This lead is no longer in service.